Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, a leak from a transfer set (ts) was observed which resulted in peritonitis. The cause of the leakage was not reported. It was reported the patient visited the hospital and exchanged the ts; however, it was not reported if the patient was admitted to the hospital. The patient was treated with intraperitoneal cefazolin (250mg each bag, frequency and duration not reported) for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Follow up information was received in which the reporter stated that the patient was not diagnosed with peritonitis, however, the patient received antibiotics prophylactically. The device was evaluated. A visual inspection was performed with the naked eye which revealed a hole in the tubing at the bottom of the twist clamp. Function tests were performed which included clear passage and clamp function tests with no issues noted. Leak testing was performed which revealed a leak from a hole in the tubing. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.